Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion from the saphenous vein graft (svg) to the right coronary artery (rca). The 4.0x12mm nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation, however, nothing could be observed through fluoroscopy in the disease segment after continuous inflation and deflation. The bdc was immediately taken out and was found to have no balloon material in the distal segment. It is unknown if the balloon was left in the anatomy. Another non-compliant (nc) balloon was used for post dilation and completed the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion from the saphenous vein graft (svg) to the right coronary artery (rca). The 4.0x12mm nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation, however, nothing could be observed through fluoroscopy in the disease segment after continuous inflation and deflation. The bdc was immediately taken out and was found to have no balloon material in the distal segment. It is unknown if the balloon was left in the anatomy. Another non-compliant (nc) balloon was used for post dilation and completed the procedure. There was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation without inspecting the device and without the preparation as instructed per the instructions for use (IFU). The markers were noted to remain intact and on the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It was reported by the account that the device was not inspected prior to use or prepped (air aspirated) before use. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment additionally, the IFU states, all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported violations of the IFU caused or contributed to the complaint. The investigation was unable to determine a conclusive cause for the reported balloon separation; however, the reported foreign body in patient and serious injury/ illness/ impairment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: device returning status updated from yes to no.

Manufacturer narrative:
Correction: d9/h3 subsequent to filing the previous reports, the device was received for analysis. H6: type of investigation code 4115 removed; 10 added. H6: investigation findings code 3221 removed; 114 added. H11: update to mfg narrative. A visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It was reported by the account that the device was not inspected prior to use or prepped (air aspirated) before use. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment additionally, the IFU states, all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported violations of the IFU caused or contributed to the complaint. The investigation was unable to determine a conclusive cause for the reported balloon separation; however, the reported foreign body in patient and serious injury/ illness/ impairment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion from the saphenous vein graft (svg) to the right coronary artery (rca). The 4.0x12mm nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation, however, nothing could be observed through fluoroscopy in the disease segment after continuous inflation and deflation. The bdc was immediately taken out and was found to have no balloon material in the distal segment. It is unknown if the balloon was left in the anatomy. Another non-compliant (nc) balloon was used for post dilation and completed the procedure. There was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation without inspecting the device and without the preparation as instructed per the instructions for use (IFU). The markers were noted to remain intact and on the device. No additional information was provided.